Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 6dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touch panel was faulty. There was no patient involvement. The event date was not specified; estimate used

Manufacturer narrative:
Date of report: 03jan2019. Date received by manufacturer: 02jan2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.